Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported an occlusion alarm on the ilet. The tubing was tested, no kinks or bubbles were found, and insulin delivery was successfully resumed. Blood glucose levels were unaffected and no long-term health effects were reported.